Manufacturer narrative:
(B)(4). The carefusion field service rep evaluated the device and determined that the cause of the event was a faulty user interface module (uim). The carefusion field service rep completed the repair of the device by replacing the user interface module and running the device through a complete checkout per the operator's and service manuals. Upon completion, the device was returned to the customer to be placed back into service. The alleged faulty user interface module was received by carefusion on (B)(6) 2015, routed to the carefusion failure analysis lab and staged for eval. Based on the current info, this is a known issue with the vintage of this user interface module. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Should the failure analysis lab eval reveal that the failure of this user interface module is not associated with the known issue, a f/u medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "The biomed called requesting field service dispatch, indicating during pre-use check the touchscreen display is dark on cycle only the leds are lit audible alarm is present. The unit is connected to ac outlet, ac power is recognized."

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a software anomaly causing a failure of the bootloader process at start up. This issue will be internally investigated in carefusion.